Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with label damage. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 24 and pump error 40 due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and insulin pump received critical pump error. The customer's blood glucose level was in 50's mg/dl. The customer declined troubleshooting on insulin pump for low blood glucose. It was reported that they received multiple insulin pump error alarms. It was also reported that there was other insulin pump error alarm was displayed before the open book image was displayed on the screen. The customer was not able to clear the alarms. The insulin pump will be returned for analysis.